Event description:
During a robotic assisted laparoscopic left colectomy the eea stapler misfired while creating anastomosis. The stapler cut and fired only half of the staples. During the anastomosis, the stapler was lined up and the device was engaged and completely fired. Staples did not clamp down as they should have. The procedure was converted to a lower anterior resection. The procedure was prolonged due to the misfire. There was no harm to the patient. While in the pacu the patient became apneic, requiring bipap and narcan. Her respiratory issues had resolved prior to being transferred to the ICU.